Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the segment fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the angle wire play, the control body corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the suction nipple leak, the insertion flexible tube dirty, the lg prong loose, the distal body worn out, and the down and the right pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.